Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had no delivery alarms and experienced high blood glucose level of 422 mg/dl at the time of the incident. The customer¿s current blood glucose was 187 mg/dl. The customer also had symptoms like dizziness. The customer treated with insulin pen and insulin pump. The drive support cap was normal. The product was not returned for analysis.